Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Batch manufacturing record (bmr): reviewed the bmr for batch 24m05ged41, there is no abnormality and no such defect detected at in process and final control inspection. Sample evaluation: received one sample of easypump ii lt 270-27-s-EU/sa without original primary packaging. The batch number on the big bottom cap of the sample was 24m05ged41. Investigation results: the flow rate report of affected batch 24m05ged41 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -1.87% and 4.56%. No abnormality was observed from final control flow rate report as all samples were within specifications of ±15%. The received sample was weighed at 76.80g. The average weight of an unfilled easypump ii for this article is 72g and the retained volume should be [?]8ml. Therefore, the pump is emptied upon receiving. No abnormalities were found on the sample during visual inspection. The sample was decontaminated and sent for flow rate test. The flow rate deviation from nominal flow rate for received sample were 0.98%. The flow rate of received sample was within the specification of ±15% deviation from nominal flow rate. However, there are some possibilities that may cause fast flow rate to occur during application, such that one combination factors are listed as below: factor 1: temperature the temperature of the surroundings will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10 ml/hr to 11.8 ml/hr. Factor 2: folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which causes the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Conclusion: since the flow rate of returned complaint sample are within the specification, hence we considered this complaint as not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k081905.

Event description:
According to the event description: diffuser filled to 240ml for a 24-hour , but it dispensed within 12 hours.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k081905.